Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient told her healthcare professional (hcp) 2 months after the pump was implanted that she was still nauseous daily, the pump was not working because she could not quit throwing up. The patient told the hcp wanted the pump removed. The hcp sent the medication at the lowest, but after her surgery they bumped the medication up a couple of times. This made her so nauseous so the hcp backed it down to the lowest setting. Patient stated she had the nausea since the trial which the hcp said would go away but it did not. The medication during the trial was dilaudid (possible allergy), so the hcp switched the medication to morphine after implant. No interventions were mentioned. No further complications were reported.